Manufacturer narrative:
The lead remains actively implanted. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
The lead was explanted secondary to the left ventricular lead replacement.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged. The device was checked following a slow ventricular tachycardia in which the patient converted on their own. The rv thresholds were found to be substantially higher than at implant. A revision procedure took place and the lead was successfully repositioned. There have been no adverse patient effects reported as a result of the revision procedure.